Event description:
It was reported by the patient that the patient¿s blood glucose reached over 500 mg/dl while wearing the pod for between 4 and 24 hours on the abdomen. When the pod was removed the patient reported that the cannula was bent, and that there was redness and swelling at the infusion site. As treatment, the patient gave themselves manual injections of insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.